Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 450 mg/dl. The customer reported their blood glucose continued to rise. The customer stated their blood glucose reached 600 mg/dl at the time of incident. The customer did not report any symptoms of high blood glucose. Customer was sleeping when their high occurred. Customer¿s high blood glucose was treated with boluses from the insulin pump. Troubleshooting did not find any issue with the insulin pump. The insulin pump passed a high pressure test. The customer¿s current blood glucose was 319 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.